Manufacturer narrative:
Investigation: visual inspection revealed that the loading device was returned without the delivery device. The seal and the tension spring assembly were inside the body of the loading device. There was evidence of blood on the device. Based upon the received condition of the device, the reported complaint was confirmed as a "failure to load properly." A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not load properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.